Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the up/down knob could not be locked securely due to wear of the forceps elevator lever; the universal cord had a scratch; the universal cord protector on the control section side had a scratch; the universal cord protector on the scope connector side had a scratch; the scope connector cover unit had a scratch; the light guide cover glass had a scratch; the objective lens had discoloration; the light guide lens had discoloration; the plastic distal end cover had a scratch; the plastic distal end cover had discoloration; the connecting tube had a scratch; the connecting tube had discoloration; the image guide protector had a scratch; the connecting tube had a wrinkle; the forceps channel port was shaved; the scope cover had a scratch; the control unit had a scratch; the control unit had discoloration; the grip had a scratch; the right/left knob had a scratch; the suction cylinder was shaved; switch one had a scratch; switch four had wear; the switch box had a scratch; the bending section cover had a scratch; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a scratch; the up/down knob had a scratch; the forceps elevator knob had a scratch; the forceps elevator lever had a scratch; the scope connector had a scratch; the scope connector had corrosion; and the image was not displayed due to damage on the scope connector. It is unknown if the device was cleaned, disinfected and sterilized prior to sending to olympus for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. The customer stated they are unsure if there were any abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Even though the customer provided the cleaning disinfection and sterilization checklist, it still unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.